Event description:
Pt who experienced pain greater than one year was enrolled in a (B)(4) study was implanted with a pdc implant at level c5 - 6 on (B)(6) 2004. Pt returned to surgeon on (B)(6) 2009 complaining of shoulder pain. Surgeon scheduled a CT myelogram and physical therapy. Pt returned for office visit in (B)(6) 2009 with the CT showing a large disc herniation at c6 - 7 with compromise of bilateral neural foramen, worse on the left than right. Pt was returned to operating room on (B)(6) 2009 and had a post anterior discectomy for herniation at c6 - 7 with placement of prodisc-c implant. The pdc at level c5 - 6 was not removed.

Manufacturer narrative:
Nothing was explanted: revision on (B)(6) 2009. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.